Manufacturer narrative:
(B)(4). The customer's product was returned and product testing did not confirm the readings complaint. All results were within range specifications and no errors were observed during control solution testing.

Event description:
Customer reported receiving erratic readings on their freestyle blood glucose monitor. Customer reported receiving readings of 246 mg/dl, 326 mg/dl and 102 mg/dl within 10 mins. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.